Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No other information in regards to event has been provided, alleged malfunction unable to be confirmed. Labeling review: potential adverse events and complications. "...potential risks identified with the use of this system, which may require additional surgery, include: infection..." No product malfunction.

Event description:
On (B)(6) 2017 patient underwent an extreme lateral interbody fusion procedure. As per reporter patient experienced wound infection and wound dehiscence four weeks post index procedure. Irrigation, debridement and closure of wound was performed. No allegation of product malfunction reported.